Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unexpected resets occurred. Upon loading a new cartridge and infusion set, a power source alert occurred while being plugged into a wall outlet. Customer was able to successfully change the pump battery. However, multiple unexpected resets recurred. Additionally, the pump time and date became inaccurate. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
(B)(4).